Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the power manager test platter to shutdown after 75 minutes of battery discharge which meets the minimum discharge time specification. Batteries performed as intended. Per data log analysis, the power manager log shows a "depleted battery shutdown" occurred on (B)(6) 2019. This triggered the power manager to reestablish last measured discharge (lmd) by measuring how much current it takes to fully charge empty batteries. Most likely it took less than 18 amp hours (ah) causing the lmd to be low. This will trigger the "battery needs service" message as reported. The log does not show the system shutting off on (B)(6) 2019. The system is powered up one time and gracefully shut down on (B)(6) 2019.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) verified that the batteries failed. He replaced the batteries. The unit operated to the manufacturer's specifications. The suspect parts were returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the heart lung machine (hlm) shut off. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.